Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: block h1 has been corrected.

Event description:
It was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography (ercp) was performed on (B)(6) 2020. According to the complainant, during the procedure, after the physician deployed a stent, it was noticed that there was a foreign body that was yellow and sponge like on the suture of the stent. Reportedly, several devices were passed and exchanged through the biopsy channel before the stent was deployed, indicating that the foreign body was not present in the scope at the start of the procedure. The foreign material was retrieved with the use of a rat tooth grasper. The stent was successfully deployed, completing the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography (ercp) was performed on (B)(6) 2020. According to the complainant, during the procedure, after the physician deployed a stent, it was noticed that there was a foreign body that was yellow and sponge like on the suture of the stent. Reportedly, several devices were passed and exchanged through the biopsy channel before the stent was deployed, indicating that the foreign body was not present in the scope at the start of the procedure. The foreign material was retrieved with the use of a rat tooth grasper. The stent was successfully deployed, completing the procedure. There were no patient complications reported as a result of this event.